Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen ruptured 56mm from the tip. There is buckling to the inflation lumen 25mm from the tip. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.